Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The patient presented due to acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 2.50x38mm synergy¿ drug eluting stent (des) was advanced however severe resistance was felt. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.